Event description:
It was reported that, "the bipolar electrode was cut in the middle during procedure; surgeon didn't recover the broken piece. Broken piece still inside the patient's body." The medical purpose of the application was fulfilled, no additional unscheduled medical actions needed to be taken, but there was a clinically relevant operating room time extension.